Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a cartridge change error occurred. A new cartridge was successfully loaded to address the event. Blood glucose was 229 mg/dl.